Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service representative found the probe was out of alignment on the sample and reagent pipetting. He performed a system volume check, and adjusted the probe, sipper, and gripper. He cleaned the sipper flow path and performed tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys estradiol results for 1 patient sample on a cobas e 411 analyzer (rack system). The initial result was >3000 pg/ml with a data flag. The result was not reported outside the laboratory. The repeated result was 15.45 pg/ml. The repeated result was believed to be correct. The sample was repeated because the customer is repeating all estradiol results above the measuring range, and comparing the results to the patient's previous baseline.